Event description:
It was reported that during use it was discovered that the needle was through the catheter with a bd pegasus¿yel 24ga x 0.75in qsyte¿. The following information was provided by the initial reporter, translated from chinese to english: before venipuncture for the patient who is about to undergo surgery (details unknown), it's noticed that needle through catheter after unwrapped the package.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9079621. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the needle was through the catheter with a bd pegasus¿yel 24 ga x 0.75 in qsyte¿. The following information was provided by the initial reporter, translated from (B)(6) to english: before venipuncture for the patient who is about to undergo surgery (details unknown), it's noticed that needle through catheter after unwrapped the package.